Event description:
It was reported, starting 3-4 months ago, the pt notices the security detector sounds off before walking into stores. The pt noted it had happened at two different stores. There was no extra stimulation from the device. Add'l info has been requested.